Manufacturer narrative:
(B)(4).

Event description:
It was reported via an eqr report: the pump had the purge failure problem at first attempt to start the therapy. The pump could not be used, another pump has been used instead. Pneumatic control system (pcs) assy. Replacement in order to reestablish full functions of the intra-aortic balloon pump (iabp). Additional information received from teleflex (B)(6) stated that the pump was connected to the patient but did not start the therapy due to the purge failure. The pcs has been replaced in order to have the iabp available in case of needs.

Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint of "purge failure alarm" is confirmed. The pump alarmed "purge failure (5)". The vent valve (v1) was found to be faulty, which caused the reported problem. The root cause of the vent valve failure is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This issue will be monitored for any developing trends.

Event description:
It was reported via an eqr report: symptom: the pump had the purge failure problem at first attempt to start the therapy. The pump could not be used, another pump has been used instead actions: pneumatic control system (pcs) assy. Replacement in order to reestablish full functions of the intra-aortic balloon pump (iabp). Additional information received from teleflex (B)(4) stated that the pump was connected to the patient but did not start the therapy due to the purge failure. The pcs has been replaced in order to have the iabp available in case of needs.